Manufacturer narrative:
Received and placed charger under microscope and found corrosion/moisture damage at connector pin. Unable to perform functional test due to corrosion/moisture damage at charging port contact pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensors didn't warm up and the customer decided to unpair the device on his pump and the transmitter was not charging. The customer reported no adverse event. The event involved product(s) mmt-7715, mmt-7040b, and mmt-7040b. Troubleshooting was performed and the transmitter serial number was not in the manage devices screen. Confirmed no visible damage to charger battery spring or connector pins. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-7715 was requested and the customer response was the device was returned. No product return is required for mmt-7040b. No product return is required for mmt-7040b.